Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the blade broken at the base. A piece approximately 0.084" x 0.387" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis. A review of the provided image is consistent with the reported complaint of "broken blade" harmonic ave is missing a jaw.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument cutter's head broke off, and the instrument was installed and used in just five minutes. The fragment was retrieved during the same procedure. A backup different dv instrument was used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and the outer packing had been checked. The surgeon was dissecting when the issue occurred. The surgeon believed that the quality of the instrument caused the failure; the instrument was in use for 5 minutes. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure; the instrument faulted suddenly. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The fragment(s) did not fall inside the patient during an instrument tip collision. The instrument was not removed during the procedure. The wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula after the event occurred. The surgical staff did not notice any other damage to the instrument after the event occurred. The fragment was found through an endoscope. There are no other fragments in the abdominal cavity. No additional surgical procedure is required to remove the fragment. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed robotically. No patient injury or harm. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No images of the device(s) or a video recording of the procedure available for isi review.